Event description:
A medtronic ent representative reported that in an ear, nose & throat (ent) procedure, the surgeon alleged that while navigating the maxillary sinus, the monitor unexpectedly displayed no input detected. The navigation system re-booted itself and went back out to the main screen. The application was successfully re-launched and the surgeon opted to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier not made available from the site. Software investigation was completed. This is an unexpected exit, and the no input detected message is a transient message on the monitor while the navigation system is in the process of restarting. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. Return requested. Replacement computer shipped to site 04/09/2015. Suspect computer received by manufacturer for analysis on 04/22/2015. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
The hardware investigation confirmed that the reported event was related to a software issue. The computer rebooted when the ear, nose & throat (ent) application was launched during testing. A software issue with operating system caused event.